Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of respiratory tract irritation and asthma (new or worsening) related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of respiratory tract irritation and asthma (new or worsening) related to a CPAP device's sound abatement foam. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Dust-like contamination throughout humidifier enclosure and water tank. The manufacturer also observed customers humidifier heater plate did heat. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found multiple error codes. The manufacturer applied power to the device and verified airflow. The manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer also observed dust contamination in the device and are consistent with being from an external source. Problem code, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.